Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The type of procedure was a functional endoscopic sinus surgery (fess) and there was no impact to patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was not available on the date of filing. Lot number and UDI were not available on the date of filing. Manufacture date was not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a clinical case they had two straight suctions that would not verify. The first one failed to verify with a high distance to divot, and they were initially able to verify the second suction. Then the tracking stopped, they moved the emitter, and were no longer able to verify again with a high distance to divot value. They confirmed good placement of the emitter with no metal in the field. Surgeon swapped to curved suction with minimal delay of less than one hour. The clinical specialist (cs) on site later reported that he checked both instrument trays and tested multiple times, both straight suctions all verified properly and were tracking accurately. The cs suggested that it may have been user error or the way they set the emitter up. The site stated they had it positioned down by the chin of the patient pointed towards anesthesia cart. It was possible there was too much metal interference.